Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient had a battery replacement on date notified. Prior to surgery impedances on both sides were fine. However, once the new implantable neurostimulator (ins) was implanted, an electrode impedance test found a low impedance of 114 on pair 2<(>&<)>3 on the left side. The rest of the pairs on both sides were within normal ranges. Therapy impedance were listed as follows: left 472 ohms, 3.892ma; right 574 ohms, 8.207 ma. The extension was taken out twice, dried off, placed back in the socket, and retested with impedances still low on the left pair 2<(>&<)>3. No patient symptoms were reported and no further complications are anticipated.